Manufacturer narrative:
Update to d4: lot #. Update to d9: is this device available for evaluation. Update to h3: device evaluated by manufacturer? Update to h6: type of investigation (b). Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).

Event description:
According to the customer, on (B)(6) 2026 the user was found "trapped by the neck and bed" by the boom. Per the customer, "over the night the boom slowly lowered" and the "boom bruised the patient's neck" and showed "pressure marks."

Manufacturer narrative:
According to the customer, on (B)(6) 2026 the user was found "trapped by the neck and bed" by the boom. Per the customer, "over the night the boom slowly lowered" and the "boom bruised the patient's neck" and showed "pressure marks." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.